Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified. (Expiry date: 07/2022).

Event description:
It was reported that sometime post vena cava filter deployment through the jugular vein, the filter leg allegedly bent upwards. It was further reported that the filter was removed using a snare . There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned to the manufacturer for evaluation. One x-ray image was provided and reviewed. The image is zoomed in and it is not possible to state the exact level where this was deployed. The filter appears tilted. One of the filter legs is aberrantly oriented, angling laterally and upward. Without fluoroscopy runs, it is not possible to comment on the etiology of this finding. It¿s possible that if the filter was unknowingly un-sheathed and then re-sheathed prior to deployment then one of the legs could have been damaged. Based on the image review, the reported material deformation can be confirmed as one of the filter legs is aberrantly oriented, angling laterally and upward. A definitive root cause for the reported material deformation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g5. H10: b5, d4 (expiry date: 07/2022), g3 h11: b1, h1, h6 (patient, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that sometime post vena cava filter deployment through the jugular vein, the filter leg allegedly bent upwards. It was further reported that the filter was retrieved with a snare device. Patient current status was stable.